Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has concluded a most likely cause. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.

Event description:
Additional information was received on 10/20/2025: only a replacement ar-8724v-18s low profile va locking screw was required to complete the case, using the original plate without the need for a new plate.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/06/2025, an arthrex subsidiary employee reported via email that an ar-8724v-18s low profile va locking screw did not lock into the plate and became stuck halfway through. The screw was successfully removed. The case was completed by using the same product, a replacement ar-8724v-18s low profile va locking screw, with no issues reported. There was no detailed information on the type of surgery. There was no significant delay, no additional anesthesia was administered, and no adverse effects were reported. No photos were taken of the event. The event occurred during a procedure performed on (B)(6) 2025, with no patient harm reported. Additional information was received on 10/09/2025: there was no report of breakage of the ar-8724v-18s low profile va locking screw when the issue occurred.